Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no sensing, no pacing and dislodgement. It was reported that the right ventricular (rv) lead exhibited no sensing, no pacing and dislodgement. The ra lead and the rv lead were repositioned and remains in use. No patient complications have been reported as a result of this event.